Event description:
Account stated that the siderail wouldn't latch.

Manufacturer narrative:
Tech inspected bed and found that the siderail needed the spring, screw, and bracket replaced. He replaced these items and the rail now latches normally and the bed is working properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.